Event description:
It was reported that the analyzer displayed constant electrical noise on the atrial and ventricular lines that was greater than the p and r-waves, which made lead testing very difficult. The analyzer then showed an error message stating that the programmer had lost contact with the analyzer, and then the analyzer shut down; noise was still present after restarting the analyzer, but it was reduced. The cable connections for the analyzer were checked multiple times, and the cables were changed, however noise was present even when testing cables were not connected. The issue could not be reproduced using a new analyzer nor a new programmer. The analyzer is expected to be returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.